Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of yoke and/or ball weld detached at an unknown anatomy location. Imdrf device code a15 captures the reportable event of difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in an unknown procedure. The exact procedure date was unknown. During initial deployment, the metal "trident" component of the clip detached, resulting in difficulty releasing the device. Despite this issue, the clip was ultimately able to close and was successfully deployed. The procedure was completed using the original device. There were no patient complications reported as a result of this event.